Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing sense b noise. The s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.